Event description:
It was reported that an employee sustained a hernia in the course of performing works on an ambulance cot- lifting and placing the transfer bar into the vehicle. No product malfunction was alleged.

Event description:
There is no new information.

Manufacturer narrative:
In response to this report, a stryker post-market associate and a stryker quality assurance engineer contacted the reporter for incident and injury details. The reporter stated that the injury occurred during the lifting of the unit. No further information could be obtained at this time. If additional details on incident and injury become available, the record will be updated accordingly. It was further clarified that the unit was not inspected by a stryker field service engineer, as no product-level issue has been reported. Based on the available information, it was determined that the alleged difficulty in loading/unloading the cot was unlikely to be related to any component-level defect in the unit. The issue was resolved by confirming that no further action is required from stryker at this time.